Manufacturer narrative:
Exemption number e2019001. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and moderately calcified lesion in the ostial circumflex artery. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use with use of 50% contrast mix. The bdc was inflated one time at 12 atmospheres; however, it failed to deflate. The bdc was removed inflated. The procedure was successfully completed with a 2.5x15mm trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.